Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tubing fracture". As reported to co, the entire device was removed and replaced with a mentor 2-piece inflatable penile prosthesis.

Manufacturer narrative:
According to availabel info, this inflatable penile prosthesis was implanted on 9/13/1988 and removed on 5/13/1997 due to a "tubing fracture." In the received info the physician stated that leakage was observed in the "cylinder tubing to pump." Physician stated that tubing was not kinked, twisted, or in position that would have caused stress(s) to device. Resipump and two cylinders were returned for eval. Examination and testing of returned components revealed two sites of leakage. First is separation in non-serialized outlet's exiting tube, confirming physician's obervations. Separation/leakage site is in mid section of tube, posteriorly. Examination of surfaces of separation revealed markings characteristic of stress(s) induced rending. Further examination revealed, anteriorly, opposite separation, confined area of abrasion with crease mark adjacent to it. Second site of leakage is noted distal to first, near tube end, anteriorly. Examination of surfaces of separation and of tube surface, revealed markings indicating that connector had been present. Connector attached to serialized outlet could not be tested as lenght of tubing available is not sufficient to attach to test panel. Based on qa's examination and info received, qa concluded that while in-vivo non-serialized outlet's tubing was partially kinked and abrading against itself. Qa further concluded that this positioning in combination with device usage over time contributed to sufficient stress(s) to rend tubing at this site. This rent would allow loss of fluid and render device inoperable. Leakage site near distal tub end most likely resulted from connector induced material fatigue, however because connection was disassembled on receipt, qa is precluded from determining if separation was present prior to disconnection and if it contributed to reported event. Likewise, because connector attached to serialized outlet could not be tested, qa is precluded from determining if this connection's performance contributed to reported event.